Manufacturer narrative:
The device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Incident was reported with our dur-d, access sheath and 35bx guidewire. The surgeon was using this equipment and perforated a pt's ureter. The pt was 91 yrs old and suspected of having cancer in the kidney. As a result of the perforation, the surgeon had to open the pt to repair the ureter. Once he opened, he discovered the pt had severe cancer and removed his kidney.